Event description:
A (B)(6) y/o male diagnosed with pancreatic cancer, admitted for mediport insertion on (B)(6) 2019. While getting power plant implanted intraoperatively, a part of the catheter broke off and became detached from the hub. The catheter became lodged in the pt. The catheter and wire were retrieved from the pt by interventional radiologist. The catheter was sequestered with risk mgmt. FDA safety report ID# (B)(4).